Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) that the tube of a solution administration set with 3 way stopcock was disconnected from the chamber. It is unknown during which process step this event occurred. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned; therefore, a device evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.